Event description:
It was reported that the patient experienced a syncopal episode and was admitted to the hospital. It was reported that the patient passed out while volunteering and that the cardiologist could not attribute the syncope to vns. Attempts to obtain additional information will be made, but no additional information has been received to date.

Event description:
Additional information received revealed that the patient¿s syncope was unrelated to the vns device. The syncope was the result of the patient¿s other medical issues.